Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual analysis showed the device was separated in 2 places and also buckled. The first separation was located 4cm from the tip and the second separation was located 23cm from the tip. The buckling that was noticed was approximately 4cm to 23cm in length. All of the pieces were returned except for the purple tip of the device. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-03291. It was reported that catheter tip separation and guidewire stuck on catheter had occurred. A 90 cm rubicon¿ 18 was used in conjunction with a 300cm v-18¿ control wire¿ to treat a lesion located in the posterior tibial artery. During a below the knee percutaneous transluminal angiography, a 300cm v-18¿ control wire¿ was delivered to the lesion with a rubicon support catheter. However, when the physician pushed the guidewire via the rubicon, the catheter was unable to move where the wire passed through the catheter and the wire was stuck. The guidewire and support catheter was removed together from the patient and while the two devices were separated outside the patient's body, the tapered purple tip was detached. The procedure was completed with another with same device. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2016-03291. It was reported that catheter tip separation and guidewire stuck on catheter had occurred. A 90 cm rubicon 18 was used in conjunction with a 300cm v-18 control wire to treat a lesion located in the posterior tibial artery. During a below the knee percutaneous transluminal angiography, a 300cm v-18 control wire was delivered to the lesion with a rubicon support catheter. However, when the physician pushed the guidewire via the rubicon, the catheter was unable to move where the wire passed through the catheter and the wire was stuck. The guidewire and support catheter was removed together from the patient and while the two devices were separated outside the patient's body, the tapered purple tip was detached. The procedure was completed with another with same device. No patient complications reported and the patient's condition is good.